Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 403mg/dl. Troubleshooting was conducted. It was found that the customer was placing the infusion set below the waistline. The customer was advised of proper places for infusion set placement. The customer declined to troubleshoot for the high levels.